Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migrated to myometrium extending into the fundal portion of endometrium') and uterine polyp ('endometrial polyp') in a 43-year-old female patient who had essure (ess205) (batch no. 12273389- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irregular menstruation, irregular menstruation, seasonal allergic rhinitis, biopsy endometrium, hormonal imbalance, uterine bleeding, nabothian cyst, leiomyoma nos and cystic fibrosis nos. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), ibuprofen (motrin) and progesterone. On(B)(6)2005, the patient had essure (ess205) inserted. On (B)(6)2013, the patient experienced alopecia ("hair loss"), 7 years 7 months after insertion of essure (ess205). On (B)(6)2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). On (B)(6)2016, the patient experienced perioral dermatitis ("rashes or skin conditions type: perioral dermatitis") and rosacea ("rashes or skin conditions type: rosacea"). On (B)(6)2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device location of device: fallopian tube, uterus,"). On an unknown date, the patient experienced uterine polyp (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain"), pain ("all over body aches"), arthralgia ("joint pain, knee pain, hip pain, elbows pain"), musculoskeletal pain ("shoulder pain") and abdominal pain ("abdominal pain"). The patient was treated with biotin, doxycycline monohydrate, ethinylestradiol;norethisterone acetate (loestrin), finasteride (propecia), gramicidin;neomycin sulfate;nystatin;triamcinolone acetonide (kenalog comp. Med mycostatin), meloxicam, metronidazole, minoxidil (rogaine), norethisterone acetate (aygestin) and surgery (d & c and hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the embedded device, device expulsion, uterine polyp, pain, arthralgia and musculoskeletal pain outcome was unknown and the vaginal haemorrhage, menorrhagia, perioral dermatitis, rosacea, dysmenorrhoea, pelvic pain, alopecia and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, arthralgia, device expulsion, dysmenorrhoea, embedded device, menorrhagia, musculoskeletal pain, pain, pelvic pain, perioral dermatitis, rosacea, uterine polyp and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6)2005: total bilateral occlusion.. Concerning the injuries reported in this case, the following one were described in patients medical record:abdominal pain, chest pain, menorrhagia,pain, pelvic pain female. 12273389 is not valid. Most recent follow-up information incorporated above includes: on 22-aug-2019: update of information (batch is not valid) no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migrated to myometrium extending into the fundal portion of endometrium') and uterine polyp ('endometrial polyp') in a 43-year-old female patient who had essure (ess205) (batch no. 12273389) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irregular menstruation, irregular menstruation, seasonal allergic rhinitis, biopsy endometrium, hormonal imbalance, uterine bleeding, nabothian cyst, leiomyoma nos and cystic fibrosis nos. Concomitant products included ethinylestradiol; etonogestrel (nuvaring), ibuprofen (motrin) and progesterone. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient experienced alopecia ("hair loss"), 7 years 7 months after insertion of essure (ess205). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). On (B)(6) 2016, the patient experienced perioral dermatitis ("rashes or skin conditions type: perioral dermatitis") and rosacea ("rashes or skin conditions type: rosacea"). On 11-jul-2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device location of device: fallopian tube, uterus,"). On an unknown date, the patient experienced uterine polyp (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain"), pain ("all over body aches"), arthralgia ("joint pain, knee pain, hip pain, elbows pain"), musculoskeletal pain ("shoulder pain") and abdominal pain ("abdominal pain"). The patient was treated with biotin, doxycycline monohydrate, ethinylestradiol; norethisterone acetate (loestrin), finasteride (propecia), gramicidin; neomycin sulfate; nystatin; triamcinolone acetonide (kenalog comp. Med mycostatin), meloxicam, metronidazole, minoxidil (rogaine), norethisterone acetate (aygestin) and surgery (d & c and hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, uterine polyp, pain, arthralgia and musculoskeletal pain outcome was unknown and the vaginal haemorrhage, menorrhagia, perioral dermatitis, rosacea, dysmenorrhoea, pelvic pain, alopecia and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, arthralgia, device expulsion, dysmenorrhoea, embedded device, menorrhagia, musculoskeletal pain, pain, pelvic pain, perioral dermatitis, rosacea, uterine polyp and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2005: total bilateral occlusion.. Concerning the injuries reported in this case, the following one were described in patients medical record:abdominal pain, chest pain, menorrhagia, pain, pelvic pain female. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs& mr received reporter information, lot no was added. Case become new event migrated to myometrium extending into the fundal portion of endometrium, migration of essure device location of device fallopian tube, uterus, vaginal hemorrhage, menorrhagia, perioral dermatitis, rosacea, dysmenorrhea (cramping), pelvic pain female, hair loss, all over body aches, arthralgia, shoulder pain, abdominal pain, endometrial polyp, severity added shoulder pain, joint pain, abdominal pain, pelvic pain. Outcome added vaginal hemorrhage, menorrhagia, abdominal pain, pelvic pain, hair loss, perioral dermatitis, rosacea, dysmenorrhea(cramping). Treatment drugs, concomitant drug and medical history was added. Lab test was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.